Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels with a trace/small level of ketones. Insulin injections were used to address the bg level. The customer was unsure what was the cause of the high bg level. Tandem technical support advised the customer to call in when the bg was high so troubleshooting can be performed to determine a possible cause and to also contact a healthcare provider. The customer acknowledged the information.